Event description:
It was reported during a clinical follow-up increased capture threshold was observed. The device was reprogrammed and diagnostic imaging detected no lead anomalies. Patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.